Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 helium regulator assembly. The sample was returned in a brown cardboard shipping box with protective packaging. Visual inspection of the helium regulator assembly was performed, and no abnormality was noted. The attached log files were reviewed. The helium regulator assembly was installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initiated. The source side leak test was performed and failed due to the helium pressure dropping greater than the acceptable range. The helium regulator assembly was removed from the iabp for further testing to locate the source of the leak. A leak was noted at the 1st stage pressure regulator. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the helium regulator leaking" is confirmed. The returned helium regulator failed the leak test. During the complaint investigation; a leak was found at the 1st stage pressure regulator. Based on a review of the device history record (DHR), the product met specification up-on release; however, the specifications were not met during the complaint investigation due to the leak. The most probable root cause of the complaint is supplier related. This will be monitored for any developing trends. Corrections at the supplier have been established for this issue as a result of a scar, and this device was manufactured prior to the release of those corrections.

Event description:
Troubleshot, performed functional checkout to manufacture specifications. Iwas unable to confirm customer report of any triggering issues. I did notice that thehelium regulator is leaking during a leak test.it was reported via a service tecnician report.replaced helium regulator and performed leak test. Unit checkedout ok". Additional information received from the customer stated that the patient has since expired. The customer reported the cause of death as "cardiopulmonary arrest".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated please see associated MDR#3010532612-2025-00302

Event description:
Troubleshot, performed functional checkout to manufacture specifications. I was unable to confirm customer report of any triggering issues. I did notice that the helium regulator is leaking during a leak test. It was reported via a service technician report. Replaced helium regulator and performed leak test. Unit checked out ok". Additional information received from the customer stated that the patient has since expired. The customer reported the cause of death as "cardiopulmonary arrest". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated please see associated MDR#3010532612-2025-00302.

Manufacturer narrative:
(B)(4).